Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has been experiencing increased incontinence during several months. A revision surgery was perfomed in which the cuff was removed and replaced with a smaller one. During the procedure it was noticed that the patient had an atrophy at the cuff site. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has been experiencing increased incontinence during several months. A complete replacement surgery was performed in which a smaller cuff was placed. During the procedure it was noticed that the patient had an atrophy at the cuff site. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.